Event description:
Customer reported he no longer trusts his adc blood glucose meter due to experiencing "several" hypoglycemic events in (B)(6) 2013. Customer reported that on (B)(6) 2013, he received a reading of 300 mg/dl on his adc blood glucose meter and suffered a loss of consciousness. Self-treatment was denied. Paramedics were called and, upon their arrival, customer was administered a glucagon injection and transported to a local hospital. At the hospital, a blood glucose reading of 200 mg/dl was obtained on a hospital meter and the customer was reportedly diagnosed with hypoglycemia, however there was no report of additional treatment received. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The meter has been returned and investigated with control test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.